Event description:
Cautery machine made a noise while in use on da vinci procedure. The setting went from 60 to 165 on cut mode. Rn turned machine off and turned it back on again. Machine went through self test and rn was able to reset settings. Dr continued to work with cautery for appoximately 15-20 minutes. Flame was noticed at connection point of cautery cord and laparoscopic scissors. Cautery cord and lap scissors were removed from field and replaced. No harm to pt. No other incident occurred. Cautery machine was removed from service and checked by biomed. They stated that "the cautery cord had a cut in it, causing a visual arc. Unit was tested to MFR specifications and output was within tolerance." Monopolar scissors given to materials coordinator. Cord was also sequestered, but no numbers available.